Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge leaked out of the patient line while the customer was filling the cartridge. Reportedly, the cartridge would not click onto to the pump. Customer's blood glucose level was not impacted.